Event description:
It was reported that the bd ultra-fine¿ pen needle was difficult to operate or not working/functioning. The following information was provided by the initial reporter: patient complained, that the bd-ultra-fine pen-needles 4mm doesn´t fit on his pen.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle was difficult to operate or not working/functioning. The following information was provided by the initial reporter: patient complained, that the bd-ultra-fine pen-needles 4mm doesn´t fit on his pen.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 12-sep-2023. H6: investigation summary: two open 32 g x 4 mm pen needle samples were returned from lot. No. Unknown cat. No. 320477. Visual examination was carried out on the returned samples and bent cannula non patient end was observed. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to determine root cause.